Event description:
A physician was unable to screw a mayfield adaptor (crwma) into a mayfield swivel adaptor because the threads were stripped and the pieces would not connect properly. The pt was prepped and in the operating room for a stereotactic brain biopsy, but was not anesthetized when the problem was identified. There was a 20 mins delay in the procedure. The pt did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.